Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin was squirting out. The customer¿s blood glucose level was unknown at the time of the incident. Customer was using same reservoir and infusion set from last insulin squirting event customer was not able to change but motor did slow down and numbers ramped up at time insulin exited and there was no gap between piston and the reservoir stopper at the time insulin began to exit insulin stopped dripping when customer let go act button. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected number ramp up anomaly, prime/fill anomaly or rewind anomaly noted during testing. All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted.(B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6). The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.